Event description:
Pt had acute infection of (r) hip treated with removal and temp. Placement abx spacer and later wound vac - had 7 drainage returned to or from in 2007. Found retained old wound vac sponge. Sponge could not be seen on x-ray.